Manufacturer narrative:
Nishii, nobuhiro, et al. (2025). Ev-ICD implantation after tv-ICD and s-ICD extraction. Jhrs2025/aphrs2025.

Event description:
It was reported per literature review that a 60-year-old male implanted with a transvenous implantable cardioverter defibrillator (tv-ICD) was referred to the author's hospital due to systemic infection with a large vegetation. The tv-ICD system was explanted, and, after more than four weeks of antibiotics therapy, a subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted. The patient later had several episodes of inappropriate s-ICD shocks: two at an acupuncture and moxibustion clinic, one during farm work due to myopotential oversensing, and twice due to t-wave oversensing. The s-ICD was later explanted and replaced due to battery depletion. No additional adverse patient effects were reported.